Manufacturer narrative:
Unit p-cap / reservoir locked properly in place and passed displacement test. Unit received with cracked case (battery tube) and cracked case-corner of belt clip rails. Unit received pump error alarm during self test due to corroded electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was cracked and exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.